Manufacturer narrative:
(B)(4). Date sent: 03/27/2020. D4: batch # t5dy0v. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage, with 2 missing staples in the pockets and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/16/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows tissue with a trocar through it and the tissue appears to be uncut, but the lower area of tissue cannot be seen. Based on the photo review, no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. However, no device has been returned for evaluation. Additional information was requested, and the following was obtained: how long was the procedure prolonged (minutes)? 1.5h. Was there any patient consequence as a result of the procedure being prolonged? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Were the donuts inspected? The donuts were complete the first and third times, and the second time the stomach wall cut off part of the part, but did not cut off the esophagus. Was a complete transection of the cutting washer visually confirmed? Not sure. Were there any staple formation issues identified? The second time after the completion of the staples were still on the device, other not mentioned.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure prolonged (minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Can you please provide more details for the issue with the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified?

Event description:
It was reported that during the surgery of radical resection of esophageal carcinoma, the tumor was located in the lower part of the esophagus without edema. Chose the 2nd green scale level (1.5mm), after fired, with audible feedback, but the sound is abnormal weak. Removed the device, noted only cut half of tissue, remained 2nd anvil, used another device with previous anvil to perform firing. No abnormal situations were observed. The surgery delayed. The patient is stable now. The surgeon has a big concern maybe there would be leakage issue post-op.